Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Comparing current revision implant sheet with the previous revision, a restoration modular 21 +10 cone body and 28 +8 lfit metal head were revised to the same catalog number cone body and a 32 +4 biolox head.

Manufacturer narrative:
An event regarding revision surgery involving a restoration modular body was reported. The event was confirmed as a revision implant sheet was received. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including reason for revision, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Comparing current revision implant sheet with the previous revision, a restoration modular 21 +10 cone body and 28 +8 lfit metal head were revised to the same catalog number cone body and a 32 +4 biolox head.